Manufacturer narrative:
Trackwise (B)(4). Updated section: g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period sept 2019 through aug 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device (10 & 13 & 22) . The device was returned to the factory for evaluation on 09/10/2021. An investigation was conducted on 09/15/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the shaft of the cannula as well on the c-ring. The c-ring was observed to be transected and melted longitudinally. There were no other visual defects observed. Based on the returned condition of the device, the reported failure "break; c-ring" was confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed c-ring broken and removed device from patient to be set aside. A second kit was opened to complete the procedure without further incident. No pieces were retained by the patient. Nothing fell into the patient. No patient injury reported.